Manufacturer narrative:
Device evaluation: (B)(4). Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. There were no anomalies found during this inspection. The unit has passed all test, calibrations and is working to manufacture specifications.

Event description:
The customer reported while using the avea ventilator, the user interface module (uim) went blank while on a patient. The customer stated the ventilator was switched out with another ventilator with no harm or injury to the patient.